Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Factors that contribute to difficulty advancing the device may include, but are not limited to, miss calcification during angiogram. Factors that contribute to difficulty retracting the foot and device entrapment may include, but are not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. Factors that contribute to a guide break include, but are not limited to, aggressive user technique, excessive torque or force, difficult insertion. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned as it was retained by the account. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the device was advanced, resistance was felt and the device became stuck. The device was deployed to see if opening and closing the foot would help; however, it was unsuccessful. A cut down was performed to remove the device. When the device was removed, it was observed the sheath and distal guide were separated but held together by the actuator wire. In addition, it was noticed the foot to be deployed even though the lever was in its original position. The tavr procedure was completed. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.